Manufacturer narrative:
Functional testing was conducted; however, we were unable to duplicate the customer's complaint. The lead screw, clutch spring and both clutch halves were replaced as a preventive action in relation to the check clutch error. The root cause for this event is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited multiple errors including auxiliary control unit watch dog fail, primary audible alarm post, and travel reverse error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.